Event description:
It was reported that the pt had a poorly positioned implantable neurostimulator (ins) which resulted in musculoskeletal pain in the area around ins (left hip) which additionally created pain while walking and lifting. The pt was reprogrammed and had adequate stimulation coverage but continued to experience pain at the implant site. As a result, the pt underwent a lead repositioning in 2008 and an ins and extension replacement at 2 weeks later. The replacements were performed without complications and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Additional information received reported that stimulation wasn¿t reaching the patient¿s toes which is where his pain was. It was noted that stimulation would get to the arch of the foot and then stop. It was reported that they tried adjusting it numerous times, but they couldn¿t get it to reach his toes. It was noted that the device was removed.